Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting was performed. Customer advised the infusion set cannula was bent. Customer was advised to change and return the infusion set. The insulin pump will not be returned for analysis.